Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The delivery system was not available for evaluation and the stent graft remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Prior to implanting the device, the device was deployed prior to insertion into the patient and the physician elected to modify the stent graft into an aui graft by suturing the contralateral leg closed, which is outside the instructions for use for the ovation stent graft. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced a significant decrease in blood pressure and hypotension. The physician began chest compressions and the patient was treated for a hypersensitive reaction per the IFU and was stabilized. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer could not be definitively confirmed; however, the most likely cause of the emptying of the polymer syringe and intravascular leak of polymer was likely due to a compromise in the integrity of the aortic body stent graft fill channels due to the pre-deployment and modification of the aortic body stent graft prior to introduction into the patient with the intent to convert the stent graft to an aui graft which is off-label for the ovation stent graft, in combination with the cannulation a preexisting ax-bifemoral bypass graft. Procedure related harms included: post operative respiratory failure, requiring a second intubation. The patient was discharged on post operative day two home in stable condition. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.